Event description:
The customer reported that the device was activated on (B)(6) 2012 at 2:08 pm, at which time her blood glucose measured 184 mg/dl. Her bg ranged from 88-156 mg/dl over the rest of the afternoon and evening, but reached 289 mg/dl by 10:30 pm. She was eating about 10 grams of carbohydrate at that time and took a 3.4 unit insulin bolus. At midnight her bg was 331 mg/dl; another bolus of 2.0 units was administered. The morning of (B)(6), her bg remained elevated, measuring 306 mg/dl at 7:00 am (3:15 unit bolus) and 300 mg/dl at 10:00 (2.95 unit bolus). She deactivated the device at 10:15 am. When the pod was removed, she observed that the cannula was not in all the way and had a bend in it.

Manufacturer narrative:
The device was returned for eval. We are unable to confirm the bend in the cannula or to determine if it contributed to the reported hyperglycemia. The customer also reported that the cannula was not fully inserted into the infusion site. This condition could interrupt insulin delivery and contribute to high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that all above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."